Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17667. It was reported the patient experienced ineffective therapy. Additionally, the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may occur to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2022 wherein an additional lead was implanted, addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.